Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor failed to pair with the ilet, resulting in continued bg run mode use until a new sensor was applied and paired first with the phone application while the ilet continued to display ¿pairing with sensor.¿ symptoms included intermittent signal loss and absence of cgm values on the ilet. Outcomes included temporary interruption of automated insulin dosing and reliance on backup bg run mode. Investigation included telephone troubleshooting, verification of sensor code entry across devices, bluetooth version confirmation, device restarts, and guided sensor replacement. Investigation of this case revealed a communication and pairing issue isolated to the ilet interface while the sensor successfully paired and produced readings on the phone application, consistent with transient bluetooth connectivity or pairing instability. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication malfunction between the ilet and the cgm transmitter.